Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d4-expiration date, d8, h2, h3, h4, h6. Corrected data: d4 UDI, d5a, d5b, d7a, e1-country, h5. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: 1) during the seal and cut output, nothing was being held between the gripping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out. 2) abnormal heat generated by wear on the gripping section and probe tip caused part of the tissue pad to peel off. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tissue pad was damaged during output of tb-0535fcs. There was no falling off inside the body. The procedure was completed by replacing with the same model product. No delay in procedure. No reports of patient harm.